Manufacturer narrative:
The initial report indicates: physio-control evaluated the device and verified the reported issue. Physio then replaced the system controller and user interface pcb assemblies and the main keypad overlay. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed assemblies. On the user interface pcb assembly, it was observed that there were slightly worn buttons (on/off switch and lead select) but was unable to duplicate the reported non functional charge and shock buttons.

Manufacturer narrative:
Correction information: the customer reported that the charge and shock buttons on their device were no longer functional.  Without these two buttons, the device would not be able to charge and deliver defibrillation therapy to a patient, if needed. There was no report of any patient use associated with the reported issue. The customer initially reported that the power and lead buttons were intermittently not functional. Upon the device evaluation by physio-control, it was observed that the charge and shock buttons were no longer functional.  With inoperative charge and shock buttons, the device would not be able to charge up and deliver defibrillation energy.  There was no report of any patient use associated with the reported issue.    Physio-control evaluated the device and verified the observed issue.  Physio then replaced the system controller and user interface pcb assemblies and the main keypad overlay.  Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use.   Physio-control further evaluated the removed assemblies.  On the user interface pcb assembly, it was observed that there were slightly worn buttons (on/off switch and lead select) but was unable to duplicate the reported non functional charge and shock buttons.  Physio-control evaluated the device and verified the reported issue (power and lead button intermittently inoperative) and observed issue (charge and shock button inoperative).  Physio then replaced the system controller and user interface pcb assemblies and the main keypad overlay.  Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use.   Physio-control further evaluated the removed assemblies in the failure analysis center.  On the user interface pcb assembly, it was observed that there were slightly worn buttons (on and lead); however during this additional evaluation, physio was unable to further duplicate the observed non-functional charge and shock buttons.

Event description:
The customer initially reported that the power and lead buttons were intermittently not functional. Upon the device evaluation by physio-control, it was observed that the charge and shock buttons were no longer functional.  With inoperative charge and shock buttons, the device would not be able to charge up and deliver defibrillation energy.  There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
(B)(4).  Physio-control evaluated the device and verified the reported issue.  Physio then replaced the system controller and user interface pcb assemblies and the main keypad overlay.  Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer reported that the charge and shock buttons on their device were no longer functional. Without these two buttons, the device would not be able to charge and deliver defibrillation therapy to a patient, if needed. There was no report of any patient use associated with the reported issue.